Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the treatment of aneurysm the "head" part of the device did not open. It was reported that after the device was in place, it failed to open despite several attempts. The physician removed the entire system from the patient and found that the device released within the guidecatheter. A new pipeline device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The pipeline, pipeline pushwire, and microcatheter were returned for evaluation. The pipeline pushwire was observed to be within the microcatheter with an rhv attached to the microcatheter hub and a torque device attached to the proximal section of the pipeline pushwire. The torque device and rhv were removed from the microcatheter and pipeline pushwire with no issues. For further examination, the pipeline pushwire was pushed through the microcatheter with no issues. The pipeline pushwire was observed bent. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with one end having slight fraying. Based on the customer¿s photos the clinical observation was confirmed. In the customer¿s photos, the distal end of the pipeline braid was stuck inside the capture coil. However, based on the analysis findings, the reported experience could not be confirmed as the pipeline braid was observed to be released from the capture coil with damage (fraying). We are unable to definitively determine the cause for the reported event. Per the instructions for use: ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly push back on the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery sire and moving both as a system.¿ a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.